Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump did not deliver insulin as intended. There was no reported impact to the customer's blood glucose level. Additional information was not provided, and the customer declined further troubleshooting with tandem technical support.